Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks post generator change the patient experienced diaphragmatic and nerve stimulation. It was further reported the right atrial (ra) lead exhibited noise, no sensing, small to non-existent p waves and had become dislodged confirmed by x-ray. The ra lead was reprogrammed off. No further patient complications have been reported as a result of this event.